Event description:
It was reported that a patient underwent forehead skin laceration under local anesthesia on (B)(6) 2024 and suture was used. The patient was admitted due to ¿11 hours of whole-body pain caused by a car accident". It was reported that due to a fall from a tree while riding a two wheeled electric bike under the influence of alcohol 11 hours before admission, the patient experienced overall pain. At that time, the patient felt bleeding in the lips, chest pain, headache, and no discomfort such as nausea, vomiting, or consciousness disorders. The patient was immediately sent to the emergency surgery department for local anesthesia and facial skin laceration suturing surgery. Later, the patient was transferred to another department for local anesthesia and oral and maxillofacial soft tissue debridement suturing surgery. The patient developed chills and low-grade fever, with a body temperature of 37.8. The suture site was itchy and painful, and light yellow exudate was observed. In order to receive thorough treatment, the patient sought medical attention from another department (out patient department) admitted to the hospital. Physical examination: irregular laceration and swelling of the upper lip mucosa, with light yellow exudate and slight bleeding at the wound site, obvious tenderness, sutured without detachment. Considered systemic allergic reactions to sutures. Administered clindamycin phosphate injection for anti-infection, dexamethasone sodium phosphate injection for anti-inflammatory treatment, and strengthen local dressing changes. On the second day after surgery, the patient reported that the pain in the wound had been relieved, the itching symptoms had eased, the lips were still swollen, and there was no fever or fear of cold. Physical examination: there is no blood or fluid leakage at the suture site, and there is no redness or swelling around the suture. Swelling of lips. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: the event mentions the patient was admitted due to a car accident and a fall from a tree while riding a two wheeled electric bike. The event also indicates multiple sites of injuries. Please confirm: is this event about 1 patient? Please confirm: is this complaint is for 1 suture used on the forehead skin laceration? Was the bleeding and hematoma caused by the patient¿s accident and were present upon admission to the hospital? Or was the bleeding and hematoma experienced by the patient after the procedure where suture was used? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the patient develop a post-op infection? If yes, please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Please describe any surgical or medical intervention required to treat the patient condition including medication name and results. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?